Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle hub had a hole was cracked/damaged. The following information was provided by the initial reporter translated from chinese to english: "continuously received feedback from hospitals, after opening and loading the needle, to inject, when injecting, it started leaking, there is a video, then received the physical view, there is a piece missing from the tip of the needle at the green, the missing part is inside the luer head, the tip of the needle at the green ruptured off a piece, which caused the leakage."

Event description:
Continuously received feedback from hospitals, after opening and loading the needle, to inject, when injecting, it started leaking, there is a video, then received the physical view, there is a piece missing from the tip of the needle at the green, the missing part is inside the luer head, the tip of the needle at the green ruptured off a piece, which caused the leakage

Manufacturer narrative:
One sample was received. It came with no packaging blister. Visual inspection was performed with 10x magnification. The safety mechanism has been activated. The bottom part of the needle hub is damaged. No other defect or imperfection was observed. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Probable root cause is that a jam occurred in the assembly process inducing the symptom reported and not detected in the next processes. Verification of the assembly process was performed. Alignment of feeders and fixtures were correct, and the flow of products was good. A device history record review was completed for provided batch number 2292621 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.